Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. Analysis indicated that the distal lv (low voltage) electrode of the lead was covered in blood. Analysis also indicated that the helix of the lead was extrinsically bent and that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical devices: ddbc3d4, implanted on (B)(6) 2015. (B)(4).

Event description:
It was reported that one day after initial implant, chest x-ray confirmed that the right ventricular (rv) lead had pulled back. Small r waves were also noted. Chest x-ray also confirmed that the right atrial (ra) lead had dislodged and a loss of capture and sensing were indicated. A lead revision procedure was conducted approximately one week later. After rv and ra leads were repositioned, the physician was unable to get multiple screwdrivers to seat in the setscrew of the atrial port of the implantable cardioverter defibrillator (ICD). The ICD was explanted and replaced. It was also reported that the physician made a recommendation for product improvement on the stylet. No stylet malfunctions were noted. Additional information received indicated that approximately three weeks later, the ra and rv leads were removed due to system infection. No further patient complications have been reported as a result of this event.